Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00119. It was reported that the patient experienced diminished/loss of therapy due to low impedances at contact 1 and 2b. Surgical intervention was undertaken wherein the left ipg and left extension revision were explanted and replaced. Therapy restored and all impedances in range.